Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils embedded in my uterus almost coming thru'), embedded device ('one of my coils embedded in my uterus almost coming thru') and cholelithiasis ('gallstone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) of 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), cholelithiasis (seriousness criterion medically significant), the first episode of alopecia ("hair loss"), menorrhagia ("always bleeding sometime just spotting sometime heavy"), menopause ("so I m in menopause"), anxiety ("also part of my anxiety"), dyspepsia ("digestive problems"), the second episode of alopecia ("hair loss") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with gallbladder removal and surgery (hysterectomy). Essure was removed in (B)(6) of 2012. At the time of the report, the uterine perforation, embedded device, cholelithiasis, menorrhagia, menopause, anxiety, weight increased, dyspepsia, the last episode of alopecia and mood swings outcome was unknown. The reporter considered anxiety, cholelithiasis, dyspepsia, embedded device, menopause, menorrhagia, mood swings, uterine perforation, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: I dream every night bit that's mostly due to medication im on concerning the injuries reported in this case, the following ones were reported via social media: uterine perforation, embedded device, hair loss, gall bladder removal, menorrhagia, menopause, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on (B)(6) 2020: all information has to be copied from retention. Upon internal review it was found that this case (B)(4), was duplicate of this case therefore this case (B)(4), was marked for deletion.nullification: duplicate case is identified with fu information. . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils embedded in my uterus almost coming thru'), embedded device ('one of my coils embedded in my uterus almost coming thru') and cholecystectomy ('gallbladder removed 3 year ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), menorrhagia ("always bleeding sometime just spotting sometime heavy"), menopause ("so I m in menopause") and anxiety ("also part of my anxiety") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2012. At the time of the report, the uterine perforation, embedded device, cholecystectomy, alopecia, menorrhagia, menopause and anxiety outcome was unknown. The reporter considered alopecia, anxiety, cholecystectomy, embedded device, menopause, menorrhagia and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: uterine perforation, embedded device, hair loss, gall bladder removal, menorrhagia, menopause, anxiety. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new event always bleeding sometime just spotting sometime heavy, so I m in menopause, also part of my anxiety. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils embedded in my uterus almost coming thru') and embedded device ('one of my coils embedded in my uterus almost coming thru') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2012. At the time of the report, the uterine perforation, embedded device and alopecia outcome was unknown. The reporter considered alopecia, embedded device and uterine perforation to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: uterine perforation, embedded device, hair loss. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of my coils embedded in my uterus almost coming thru'), embedded device ('one of my coils embedded in my uterus almost coming thru') and cholelithiasis ('gallstone') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), cholelithiasis (seriousness criterion medically significant), the first episode of alopecia ("hair loss"), menorrhagia ("always bleeding sometime just spotting sometime heavy"), menopause ("so I m in menopause"), anxiety ("also part of my anxiety"), dyspepsia ("digestive problems"), the second episode of alopecia ("hair loss") and mood swings ("mood swings") and was found to have weight increased ("weight gain"). The patient was treated with gallbladder removal and surgery (hysterectomy). Essure was removed in (B)(6) 2012. At the time of the report, the uterine perforation, embedded device, cholelithiasis, menorrhagia, menopause, anxiety, weight increased, dyspepsia, the last episode of alopecia and mood swings outcome was unknown. The reporter considered anxiety, cholelithiasis, dyspepsia, embedded device, menopause, menorrhagia, mood swings, uterine perforation, weight increased, the first episode of alopecia and the second episode of alopecia to be related to essure. The reporter commented: I dream every night bit that's mostly due to medication im on. Concerning the injuries reported in this case, the following ones were reported via social media: uterine perforation, embedded device, hair loss, gall bladder removal, menorrhagia, menopause, anxiety. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: content from plaintiff fact sheet:: event were added- weight gain, digestive problems, gallstone, hair loss and mood swings. Reporter information added. Event cholecystectomy deleted and added as a treatment for cholelithiasis. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.